Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display was noted. All of the buttons functioned properly and no moisture damage was noted to the keypad traces, under the display window, or on the electronic assembly or motor. The insulin pump was received with cracked battery tube threads, a cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip, cracked reservoir tube window, cracked case at the display window corner, cracked display window and a missing end cap sticker. No damage was noted to the battery cap.

Event description:
The customer reported via telephone call that the insulin pump had a blank display. The blood glucose reading was 414 mg/dl. The customer treated with insulin and declined troubleshooting for high blood glucose due to the blank display. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.